Event description:
The pt felt no stimulation in his right leg when the sys was turned on. There was no known accident or incident related to this complaint. Impedances were greater than 3600 ohms on electrodes 0, 1, 4, 5, 6, and 7. Impedances on electrodes 2, 3 were within normal limits. The pt did not feel stimulation after electrodes 2 and 3 were reprogrammed. Impedances on electrodes 8-15 were within normal limits and the pt was getting good stimulation coverage on the corresponding side of his body. It was later reported that impedances on all 16 electrodes were greater than 3600 ohms. It was determined that the leads were fractured. The pt wasn't using stimulation therapy because he was getting shocked. As part of his job, the pt was in close proximity to a welder. Lead replacement was planned.